Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was fill with over 300 units. The user loaded a new cartridge successfully and resumed insulin delivery. The user's blood glucose (bg) level was 250 mg/dl. However, the user experienced an elevated bg level of 500 mg/dl earlier in the morning. Reportedly the contact stated that the bg level was due to the user letting the battery deplete fully. It was reported that the expected alerts and alarm occurred prior to the depletion and that the user did not charge the pump. The user changed all the supplies, resumed insulin delivery, and addressed bg level via the pump.